Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. .

Event description:
The customer reported no display on the unit. There was no reported patient involvement.